Event description:
It is reported that the patient was revised due to loosening of the femoral component.

Manufacturer narrative:
Evaluation summary: the surgical notes indicate that the surgeon found a slight overhang of the tibial component with externally rotated on the medial side and also confirms the loosening of femoral component. However, pre-op and post-op x-rays are not provided to study the component fixation. The component loosening could be attributed to various factors such as cement loosening, improper component fixation, patient injury etc. However, with the available information, the definitive cause for the patient's femoral component loosening cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.